Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set disconnected while connected to a patient during a surgery. The disconnection was described as ¿the tubing became disconnected and came apart at the side port¿. The issue resulted in a 20cc blood leak. The patient was not treated for the blood loss and the patient did not require a blood transfusion. The course of events leading to the disconnection were not reported. The nurses operating the device were retrained in the use of the device and on the importance of connecting the tubing in a two-step process. There was no patient injury or medical intervention associated with this event. No additional information is available.